Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable, lens remains implanted. The intraocular lens is not returning for investigation as it remains implanted. Therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced severe hyperopia post op and the intraocular lens was identified as needing to be replaced. Doctor requested assistance from johnson & johnson to determine his next course of action for the patient. Follow up information notes patient was seen (B)(6) 2019, and the visual acuity was 2300. No further information provided.